Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: caller is spouse of patient in a long term care facility. This caller is also a diabetes educator. Informed caller of proper use of duo. She feels the nurse doing the injections does not complete it properly. But no insulin left on skin. Feel she does flow check with success too.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: caller is spouse of patient in a long term care facility. This caller is also a diabetes educator. Informed caller of proper use of duo. She feels the nurse doing the injections does not complete it properly. But no insulin left on skin. Feel she does flow check with success too.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.